Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the patient did not experience any symptoms or adverse health consequences.

Manufacturer narrative:
The implant date was estimated to have occurred in 2008.

Manufacturer narrative:
The event date was estimated to have occurred in august 2023. Further information was requested but not received.

Event description:
Additional information was received clarifying high pacing impedance was noted on the right ventricular (rv) lead during a remote follow up. Additionally, the patient experienced an unspecified symptom or adverse health consequence suspected by the physiologist to be due to the performance of the rv lead, however, additional information was not received. Provocative testing was performed and no anomalies were noted. Diagnostic imaging was performed and no anomalies were observed. The patient was in stable condition and will continue to be monitored.